Event description:
It was reported this pt with tracheomalacia underwent tracheobronchial stent placement in 2000. Several months post-stent placement, the pt experienced coughing and stridor. An endoscopic exam revealed the stent had fractured and collapsed. The stent was removed and another stent was placed. The pt has since been readmitted to the hospital. However, at this time, the pt's current symptoms cannot be directly related to the stent exchange. Should further details become available, a supplement will be forwarded at that time. The device has not been rec'd by this MFR. Therefore, no failure analysis is available. Without evaluating the device, the co is unable to determine the cause for this event. Co's directions for use state: "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted."